Manufacturer narrative:
Despite requests for add'l info concerning the event, the clinician has not submitted the requested info. However, the co's eval of this event (based on existing info) gives the co cause to conclude that the event is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature. Late failures following successful osseointegration: these implants yield, in most instances, a peri-implant infection which closely resembles the periodontal infection, although overloading may not be excluded. However, failures due to overloading may be very rare compared to the peri-implant infections.

Event description:
Removal of endosseous dental implant. Implant was placed on 2/13/93 in site #8 (class ii bone) during a complex procedure. The implant was loaded with a fixed bridge. The clinician reports that at the time of implant failure, the pt experienced bleeding and swelling. The clinician also reports that the reason for implant failure could be due to the pt's medical history of diabetes and the pt was overweight. The implant was removed on 9/11/96.